Event description:
Iab inserted at another facility. After approximately 10 hrs of balloon pumping, blood was noted in the extracorporal tubing indicative of a leak. The console was turned off and the balloon was removed 75 mins later. The balloon catheter has been retained by risk mgmt.